Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the exernal pulse generator was "broken", that it had a low battery. It was further requested that it have its annual test and calibration. The generator was returned for service. No indication was given as to patient involvement, no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of "low battery", the returned battery measured near the "low battery indication" mark, however analysis could not confirm customer comment of the generator being broken. The battery was replaced and the generator passed all final quality assurance tests. (B)(4).

Event description:
It was reported that the external pulse generator was "broken", that it had a low battery. It was further requested that it have its annual test and calibration. The generator was returned for service. No indication was given as to patient involvement, no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.